Event description:
The customer reported that the unit failed to recognize the battery on the a-side bay.

Manufacturer narrative:
The customer reported that the unit failed to recognize the battery on the a-side bay. A philips field service engineer evaluated the device at the customer site, and verified the failure. Replacement of the battery pca resolved this reported issue.